Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc was selected for an atherectomy procedure in the popliteal artery. During the procedure, the device became stuck on a non-boston scientific guidewire. The device was remove from the body. An attempt was then made to go back in for another run, but the jetstream xc would not advance over the wire. Another device was used to complete the procedure. There were no patient complications, and the patient was in great condition post-procedure.